Event description:
Implant leaks. Deflates. Irritation. Inflammation. Skin rash. It has weakened pt's immune system. Pt doesn't have insurance for the reconstruction operation. There are long term effects that have not been studied. Pt can't work or sleep at night because of this. Pt needs some info for this is a problem. Pt has been coping with stress.